Manufacturer narrative:
Concomitant product(s) : product type: accessory. Product ID: 3550-39, lot# n328047, implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
The patient reported a little bit of sharp pain between the shoulder blades anytime the patient moves a certain way and it felt like the lead was sticking into her back. It was noted that this had been going on for a couple of months and the patient was scheduled to see health care professionals (hcp). The patient wanted to know if the leads could possibly come loose and was going to inform hcp to possibly perform a diagnostic scan to check. Follow-up is being conducted to determine steps taken to resolve the issue and if the issue has resolved. Indication for use included non-malignant pain.